Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that during an angioplasty procedure of a calcified target legion in the left popliteal artery, the pta balloon allegedly ruptured under rated burst pressure. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed and no longer reportable; however an initial MDR was submitted to FDA, the reportability of the file will remain as malfunction. H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2023),g4. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure of a calcified target legion in the left popliteal artery, the pta balloon allegedly ruptured under rated burst pressure. There was no reported patient injury.